Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has experienced a couple of low blood glucose events. Customer stated that her blood glucose has gone down to 45 mg/dl and she did not know the cause. Customer declined transfer for troubleshooting.